Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the yankaeur suction bulb tip sheared off or was missing. They are unsure whether this was before use. Additional information received stated there was only one yankaeur affected. The staff members concerned do not think that any of the tip was left in the patient. The patient did however receive a video bronchoscope and cmac laryngoscopy while still anaesthetized and intubated to inspect and confirm any evidence of any plastic remaining. No evidence of a foreign body was found. There was no harm to the patient.